Event description:
It was reported that the pt experienced swelling at pocket site after catheter replacement. The hcp performed surgery and when he opened the pocket he found that the sutureless catheter connector was disconnected; the catheter was reconnected. The pt elected to have the system explanted a week later because "the pump wasn't really helping her and she just wanted it out."

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.